Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The system was not able to boot up. There was no power at the boards. Measured 400 volts at j1 (pin1-3) and 4,3 volts at j8 (pin3-4) but the power conversion enclosure did not boot up. Performed troubleshooting with western europe team and us. First indications show that the power conversion enclosure has to be replaced. There was no voltage out from the board. Measured 400 volts at pin 1-3 at j1 and 4,3 volts at pin 3-4 at j8. This indicates that the board is receiving the on signal and power to start up. Replacement parts were ordered. System not able to boot up or shutdown. The on/off button and battery level indicator leds always remain on. The power enclosure was replaced. First bootup was successful. However shutting down was still not possible. After troubleshooting with us we discovered that the charger enclosure was giving 4.3 volts to the power enclosure even when the key was turned to the off position. This caused the system to not boot and shutdown normally. Us recommended to replace the charger and power enclosure boards at the same time. The parts had been ordered and were delivered a few hours later. The power and charger enclosures were replaced and the system functions were checked. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that he was not able to boot the imaging system. The power on button is shining all the way blue. If he pushes the button nothing happens. Requested that a technician troubleshoot the issue. There was no patient involved with this concern. The issue occurred while preparing for an upcoming case the following day. The upcoming case was rescheduled.

Manufacturer narrative:
The battery enclosure charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power converter enclosures (x2) and charger enclosure were returned to the manufacturer for analysis. Both power converters were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The charger enclosure is currently under analysis.